Event description:
It was reported that during use of a bio-console 560 a battery alarm occurred. This did not affect the operation. The use of the instrument was unspecified. No patient complications have been reported as a result of this event. Medtronic received additional information that according to the records of system, battery has not been replaced since the first repair in 2019. The customer said the unit was plugged in during use, so the treatment was not affected by the battery issue. The instrument working appropriately atthat time.

Manufacturer narrative:
Device evaluation summary: the reported issue that the equipment displayed error code 69 after booting up was verified during pre-check. During incoming test, the service technician found that the mpu board was defective. Preliminary analysis was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.